Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that during a replacement attempt, the atrial lead had no capture, with thresholds less than 10 v with a new lead. The lead was not implanted and the previous atrial lead was reused. No patient complications were reported as a result of this event.